Event description:
It was reported that the clinician reached out to technical services (ts) for review and consultation of the presenting electrogram (egm) of the patient. Upon review, it was determined there were multiple atrial markers observed as a result of oversensing far-field signals due to right ventricular (rv) pacing. It was noted however, that the signals were appropriately falling into the device programmed blanking zone, therefore the device is not counting these signals or using them for timing cycles. At this time, this pacemaker system remains in service and there were no adverse patient effects reported.